Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that a foreign material residue was found inside the sterile package. There was no patient involvement and therefore no adverse consequence.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: a blue foreign body was observed the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be damaged wall suction connector. An nc will be created to investigate this issue. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that a foreign material residue was found inside the sterile package. There was no patient involvement and therefore no adverse consequence.